Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent cystoscopy, retrograde pyelogram, left extra-corporeal shockwave lithotripsy and stent insertion due to left renal calculi, sui and relatively poor coaptation of the bladder neck area on (B)(6) 2012, left extracorporeal shock wave lithotripsy for renal calculi; kenalog injection of the introitus due to left renal calculi and pain of the introitus lateral to the insertion of previous spark vaginal tape insertion on (B)(6) 2013, removal of vaginal sling due to painful vaginal sling on (B)(6) 2013 and cystoscopy, left 6x30 cm stent placement, 1 fluoro shot as confirmation of stent placement on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted due to sui. It was reported that following insertion the patient experienced infection, urinary problems, and recurrence. (B)(4).